Manufacturer narrative:
During the examination, it was determined that the ECG port of the system was damaged due to the fall. The fse suggested replacing the measurement module ECG and provided a service quotation to the customer. However, the customer has not accepted the quotation. The engineer provided their analysis findings; however, we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ECG port of the system had failed due to a drop. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.